Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during reprocessing, the colono video scope tested positive for <10 colony forming units (cfus) of escherichia coli, klesbiella pneumonia, and enterococcus faecium on (B)(6) 2024. The scope tested positive for 9 cfu of escherichia coli, 1 cfu of klesbiella pneumonia, and <15 cfu of pseudonomas aeruginosa on (B)(6) 2024. The scope tested positive for 4 cfu of escherichia coli and between 10-100 cfu of pseudonomas aeruginosa on (B)(6) 2024. The scope tested positive for 10-100 cfu of pseudonomas aeruginosa on (B)(6) 2024. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. Correction: b3 and b5 of the initial report. Please see b5 for further information. Additional information: h3, h6. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The device was evaluated and no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report. The user provided third-party culture results were as follows: sampling date: (B)(6) 2024. Sampling from: all channels: cfu, bacterial identification: <10cfu, escherichia coli, <10cfu, klebsiella pneumoniae, <10cfu, enterococcus faecium. Sampling date: (B)(6) 2024. Sampling from: all channels: cfu, bacterial identification: 1, 8cfu, escherichia coli, 1cfu, klebsiella pneumoniae, <15cfu, pseudomonas aeruginosa. Sampling date: (B)(6) 2024. Sampling from: all channels: cfu, bacterial identification: 4cfu, escherichia coli, 10-100cfu, pseudomonas aeruginosa. Sampling date: (B)(6) 2024. Sampling from: all channels: cfu, bacterial identification: 10-100cfu, pseudomonas aeruginosa.